Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a lesion with 94 percent stenosis degree in a moderately tortuous part of the lad. Inside patient, while preparing for inflation, the stent slipped off the delivery system. The stent remained in patient. The patient is stable.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a lesion with 94 percent stenosis degree in a moderately tortuous part of the lad. Inside patient, while preparing for inflation, the stent slipped off the delivery system. The stent remained in patient. The patient is stable.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned device revealed that the balloon has been inflated and was returned in a partially deflated state. Microscopic analysis showed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped in between the two radiopaque markers. The stent was not returned for analysis as reported. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of process output monitoring. Based on the conducted investigations, no manufacturing or material related root cause could be determined.